Event description:
Approx 1 to 2 weeks post breast augmentation procedure, the pt complained of malaise and jaundice. Liver function tests were abnormal. The diagnosis was "chemical hepatitis". The pt has recovered completely.